Event description:
The lay reporter contacted lfs in 2009 alleging that her mother's one touch basic enhanced meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the reporter since the phone number or address was not provided. The following info is based on the initial call that the reporter placed to lfs the same day. The reporter purchased a meter for her mother who lives in another country. At an unspecified time and date, the pt's meter stopped working. The reporter was unable/unwilling to verify whether her mother exhibited any symptoms due to the reported issue. She did mention that four days prior to contact lifescan, her mother went to the physician's office and was treated with insulin. The reporter did not want to answer any further additional questions. The pt's product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, when the reported issue began, whether she exhibited any symptoms, if the pt continued to take her diabetes medication even when the meter would not power on, what the pt's blood glucose reading was at the physician's office and when the last time the battery was replaced. The complaint is being reported since the reporter alleged that due to the meter not powering on, the pt had to seek medical attention and receive an insulin shot from her physician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.